Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer's current blood glucose was 183 mg/dl. The customer treated with food. The drive support cap was normal. Customer was alleging possible pump over delivery. The product was returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).